Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all samples passed 100% inflation and deflation. There was no sample returned for investigation. Therefore investigation was conducted based on current production samples which are same type and same size with the complaint device. From complaint description, it was reported balloon could not be deflated. Further investigation, 10 pieces of production samples were inflated with 10ml of sterile water. There was no such issues were observed. Next, all the inflated catheters were subjected to soaking in simulated urine at temperature 37 2 c as per en1616:1997 requirements. The samples were leave in the simulated urine for 14 days. Based on investigation conducted, production samples are fully functional. The balloons were able to inflate and deflate without any difficulties faced. Furthermore, the catheters have passed the soak test which indicates no leak of water during catheterization. Then, the catheters also have passed reverse flow rate test which indicates no blockage of the drainage lumen. No other abnormalities were observed. Therefore, this complaint could not be confirmed.

Event description:
The patient complained of pain in the groin area, the penis was reddened. The foley catheter was flushed with 30ml of sterile water but there was no return from the flush. When attempting to discontinue the catheter, the balloon would not deflate with the syringe attached to the port. A bladder scanner indicated that the patient had 58ml of fluid in the bladder. The balloon port was cut but the balloon would not deflate. The second port was then cut without success. An epidural catheter was inserted into the balloon port and advanced to see if it would release the fluid in the balloon but it did not. An emergency room physician was notified and all that was suggested was already attempted. It was decided to continue monitoring the bladder with a bladder scanner until morning when a reassessment would be done.

Manufacturer narrative:
Qn#(B)(4). The device is not expected to be returned at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The patient complained of pain in the groin area, the penis was reddened. The foley catheter was flushed with 30ml of sterile water but there was no return from the flush. When attempting to discontinue the catheter, the balloon would not deflate with the syringe attached to the port. A bladder scanner indicated that the patient had 58ml of fluid in the bladder. The balloon port was cut but the balloon would not deflate. The second port was then cut without success. An epidural catheter was inserted into the balloon port and advanced to see if it would release the fluid in the balloon but it did not. An emergency room physician was notified and all that was suggested was already attempted. It was decided to continue monitoring the bladder with a bladder scanner until morning when a reassessment would be done.